Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bottom center of the screen was dark. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all in one (aio) has a black spot under the screen. A field service engineer (fse) tried rebooting, reseating the all-in-one (aio) and all docking board cables but the issue was not resolved. Further the fse swapped the aio and reconfigure the driver which resolved the issue. The system functioned as intended after the field service engineer repaired the device.